Event description:
It was reported that the pt developed z-syndrome approx three months after implantation of crystalens in the left eye. Subsequently, the pt has undergone two yag procedures. According to the info rec'd, the pt is doing well, and his best corrected visual acuity (bcva) is 20/30.

Manufacturer narrative:
The crystalens at50ao iol remains implanted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.